Event description:
This lead was implanted on (B)(6) 2009 and remains implanted at this time. Information received on 4/8/2013 that there was erosion on the right side and system were replaced to left side. The physician was dr. (B)(6) at (B)(6) healthcare services in (B)(6). No other information is available . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).